Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be operating in safety mode. Review of stored memory verified that the device experienced three system alerts which resulted in the device entering safety mode. The device was taken out of safety mode and exposed to simulated heart load conditions to test the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was found to be in safety mode upon device interrogation. The patient was in chronic atrial fibrillation (af) with an underlying rhythm. Six days later a revision procedure was performed to replace the device. At the procedure the device was unable to be interrogated. The device was explanted and successfully replaced. No additional adverse patient effects were reported.